Event description:
It was reported that the ilet device overheated while on the charger and was not charging sufficiently to remain powered on, despite the user charging with the screen facing up and the case removed, and a replacement was shipped after troubleshooting and education. Symptoms included no reported injury or clinical effects. Outcomes included no alerts or alarms and replacement supplies provided. Investigation included customer interview and troubleshooting education. Investigation of this case revealed a charging malfunction with suspected overheating of the charger or charging system, consistent with a device power or charging component problem. It was concluded, based on previously established findings for similar reports, that the cause was device charging system malfunction.